Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient implanted with a 21mm aortic valve for 7 years and 11 months had an explant procedure for the presence of calcification on the leaflet as well as pannus formation under the valve on the ventricular side. There is no indication of endocarditis. The explanted valve was replaced with a 21mm valve. At the conclusion of the procedure the results are reported to be a good outcome.

Manufacturer narrative:
Product evaluation: customer report of calcification and pannus formation was confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated wireform intact, minimal calcification on leaflet 1, and heavy calcification on leaflet 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 2 on the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was moderate on the inflow and minimal at the outflow aspect. As received, leaflet 1 had a cutout of approximately 8mm x 5mm. The cuts had a smooth and straight edge and leaflet fragments were not returned. Mechanical damage was observed on the cusp area of leaflet 2 on the outflow aspect and appeared to be serrated. Wireform was exposed around the stent circumference of leaflets 1 and 2 and around the sewing ring near leaflets 1 and 3 on the outflow aspect. Sewing ring had multiple cuts around the valve.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.